Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016 that all telemetry waveforms displayed as dotted lines on the xhibit central station for 10-30 seconds when a patient was discharged from the central station. No one was injured as a result of this event.

Manufacturer narrative:
Dotted waveforms are a part of the software design and indicate the loss of signals. Spacelabs is closing this incident as we are introducing new software to further reduce the incidence of dotted waveforms through improved memory management. This report is complete and this particular issue is considered closed.